Event description:
It was reported that one of the flange pivot pins broke on one (1) size 8cfs, cuffless tracheostomy tube. The 8cfs device was in use for several mos before the reported breakage occurred. There was one (1) pt involved with no reported pt injury. The 8cfs device was returned to the MFR for decontamination, analysis and investigation on 04/02/98. The MFR's device eval results are recorded on section h of this report.